Manufacturer narrative:
Initial and final MDR 1894827 - MDR 8021545-2024-01456 - device 2 of 2. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tap not sticking event on (B)(6) 2024. It came off during shower. Non-serialized product being replaced. No further information available.